Event description:
On an unspecified date, a tego® connector was reportedly unable to aspirate through the device that was in use with patients in the training room for home hemodialysis training. They had to remove the tego's to aspirate blood from the central venous catheter (cvc) limbs, most of the time due to a long stringy blood clot but sometimes that wasn't the case. They are having to change out the tegos approximately 3x week due to this issue. They have started to instill heparin in the dwells, so they will see if that helps. There was patient involvement with no harm. This emdr reflects 2 similar occurrences/events.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending.